Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for evaluation. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient had the scs system implantable pulse generator replaced. The patient stated the therapy stopped working and were unable to connect to the device. The replacement was performed without any complications and effective stimulation therapy was restored postoperatively.